Event description:
The machine was primed and tuned and tested by the physician prior to insertion into the patient's eye. The machine was on sculpt and the doctor made a few passes into the lens before the machine "froze up" with no inflow or aspiration. An attempt to reprime the machine was unsuccessful. When an attempt was made to re-boot the machine the screen "froze." Patient required a vitrectomy. A second machine was used to finish the case.